Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a captivator ii-10mm round stiff snare was used to remove polyps during a colonoscopy with polypectomy procedure performed on (B)(6) 2022. During the procedure, the snare would not advance out of the sheath and the snare would not cut the polyp. The procedure was completed with a new captivator snare. There were no patient complications reported as a result of this event.